Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device display 'air leak' and subsequent low flow rate when pads were connected and treatment started on patient. They visited the site and conducted some tests. They applied their own arctic gel pad and noticed that the 'air leak' notification was displayed alongside a low flow rate. They used the same arctic gel pads on another device and it worked fine with no issues. There must be a fault with the device. Per follow up information received via email on 11jun2024, treatment started on patient but it¿s not clear if it was finished. No patient was impacted.

Event description:
It was reported that the arctic sun device display 'air leak' and subsequent low flow rate when pads were connected and treatment started on patient. They visited the site and conducted some tests. They applied their own arctic gel pad and noticed that the 'air leak' notification was displayed alongside a low flow rate. They used the same arctic gel pads on another device and it worked fine with no issues. There must be a fault with the device. Per follow up information received via email on 11jun2024, treatment started on patient but it¿s not clear if it was finished. No patient was impacted.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review was not required. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. Correction: g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device display 'air leak' and subsequent low flow rate when pads were connected and treatment started on patient. They visited the site and conducted some tests. They applied their own arctic gel pad and noticed that the 'air leak' notification was displayed alongside a low flow rate. They used the same arctic gel pads on another device and it worked fine with no issues. There must be a fault with the device. Per follow up information received via email on 11jun2024, treatment started on patient but it¿s not clear by the comment if it finished. No patient was impacted.